Event description:
It was reported by the service report that the foot end lift was not lowering. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: potentiometer required adjustment.